Event description:
Approximately 8 and a half months after patient treatment with juvederm ultra in the nasolabial folds, oral commissures, and lips; the patient noted intermittent swelling and redness at the injection sites as well as other areas of the face. No symptoms occurred immediately after the injection. The patient saw an allergist who prescribed benadryl and an antihistamine. This event is being reported, as the injecting and treating physician's cannot say for certain that the juvederm injection was not responsible for the symptoms at this time. Allergan's approach to compliance is to resolve all doubt in favor of reporting.